Manufacturer narrative:
The insulin pump was received with a horizontal clear line on the liquid crystal display glass due to a cracked zebra connector on liquid crystal display board. The insulin pump was received stuck in a motor error alarm loop during a bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device was unable to perform the occlusion and the excessive no delivery tests due to the motor error alarm. The insulin pump was received with a minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 365 mg/dl. The customer also reported that the insulin pump had been dropped and sustained some damage to a little section of the display. He did not recall whether the device had been exposed to a strong magnetic field. He stated that right in the middle of the display, the pixels did not show the screen fully. Advised replacement of the insulin pump. Nothing further reported.